Event description:
Customer alleges that the unit displayed a key fault #2 message. No reported pt involvement. Service rep was unable to duplicate alleged condition. Proper operation of the device was confirmed.